Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the blood glucose device gave lower than expected readings during a hyperglycemic event. The caller stated that for the past month the patient has been getting lower readings on the guide system and has been adjusting insulin based on these results. On (B)(6) 2018 at 12:30 pm the patient was experiencing elevated blood glucose symptoms. The caller tested his blood glucose on the guide system and received a result of 3.0 mmol/l, the patient was immediately taken to his doctor's office where the doctor received a blood glucose result of 40 mmol/l within 10 minutes. The patient was admitted into the hospital. At the hospital, the patient was treated for high blood glucose, but the type of treatment given was unknown. It is unknown how long the patient was hospitalized. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The customer also returned a bag containing loose test strips of an unknown lot which had been dosed with a substance other than blood.